Manufacturer narrative:
Clarification to h10 related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2025-14865. All information has been consolidated into this report. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening. Breast pain: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required additional, changed, and/or corrected data: a2, b3, b5, b6, d9, h3, h6.

Event description:
Patient reported right side rupture and thick lump. Later healthcare professional reported "rupture" confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.